Event description:
It was reported that a pt monitored on a dash 2000 expired. The device did not provide an audible alarm because, the volume was set to zero.

Manufacturer narrative:
Additional pt info was provided. Pt info is considered confidential in (B)(6) and will not be released by the hospital. Narrative: ge healthcare performed an analysis of the cic logs for the date and time of the reported event. The logs indicate that the dash monitor in question provided advisory and crisis level alarms at 40% volume at the cic during the time of the reported pt incident. Alarm graph strips from the dash monitor were not provided to confirm the alarm volume setting at the dash during the time of the alarm. The site indicated the dash volume was set to zero. Based on the info available, the dash 2000 performed to specifications.